Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experience high blood glucose. The customer¿s blood glucose level was 5400 mg/dl, 400 mg/dl and 300 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Insulin pump had insulin flow block alarm. Customer had bolusing with the insulin pump. Customer when doing a bolus delivery on his insulin pump he received an insulin flow blocked alarm causing him to have a high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Retainer ring of his insulin pump was broken and the reservoir did not lock in properly. The insulin pump will not be returned for analysis.